Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported no of therapeutic effect as implantable neurostimulator (ins) since implant as it did not work that well for them. It was because of the neuropathy. Patient reported having fall and patient was not feeling stimulation. Patient said not been working or programmed for a few months. At doctor's when they set it makes them jump a little bit. They make it a little high, but that was ok. Patient fell and that was why they had foot and leg (unrelated to device) surgery. Patient had been very sick and been in bed for more than a month because of that. Patient had urinary track infection too in (B)(6) 2016. Patient had back problems too. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.